Event description:
The customer reported that the paramedics were called and treated her blood glucose with an insulin drip. The customer stated that maybe the sensitivity was not set properly. The customer's blood glucose reading at time of call was 229 mg/dl. Troubleshooting was performed. The programming, bolus, and basal rate seem to be correct. The customer stated that she does not feel comfortable and will keep monitoring her blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.